Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently customer experience continuous elevated blood glucose (bg 300-400 mg/dl) after using pump supplies for 4-5 days. Customer disconnected tubing from the site and after performing a fill tubing, insulin was not immediately observed exiting tubing. For 2 months, customer used fiasp insulin and currently was using novolog insulin. Tandem technical support informed customer that fiasp was not labeled for use with the pump and pump supplies (novolog/infusion set) were labeled for use up to 72 hours. Reportedly, customer changed pump supplies after 72 hours.

Event description:
Customer reported that the infusion sets being used at the time of the report were 3 months from expiration date. New supplies were obtained and are working better. Customer changed the infusion set site on day 4. Customer also changed the type of insulin from fiasp to novolog. Customer's a1c lowered from 8.5 to 6.2.